Manufacturer narrative:
The nurse manager reported that on 11/08/2019 they had trouble obtaining blood pressure (bp) from a critically ill patient in ed 5 after being initially hypertensive. The patient bp dropped to the low end of normal. For approximately 2 hours, the nurse manager and another registered nurse tried manual (bp) for this patient on the in room bedside monitor and the transport monitor but without success. The patient had no palpable pedal or radial pulse but remained alert the entire time and was producing plenty of urine. Eventually the patient was bolused with ns and placed on a norepi drip. Around 19:00 while the central line was being inserted and about 10 minutes after the norepi had been titrated to 15mcg/min, they were able to get an nibp (non invasive blood pressure) of 86/49. After the line was in and the patient's first pressure was 144/110, the norepi was turned off. While trying for nibps during this 2 hour span, they would frequently get only dbp (diastolic blood pressure) or only a sbp (systolic blood pressure), and it would report a map (main arterial pressure). These did not show up in the tabular trend. Also, twice a normal blood pressure (bp) (like 125 / 86) was pulled over through cerner (the emr system) but no such bp measurement of that sort was taken during this interval. They checked the monitor multiple times. They would like an investigation on how you can get only a dbp or sbp. They saw 140 / palp - and would like to know if you are able to get a dbp without an sbp or a map. No patient harm was reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device. The following devices were being used in conjunction with the bsm-1753a. Central nurse's station model: cns-6801a, sn: 00565. Bedside monitor model: bsm-6701, sn: 04788.

Event description:
The nurse manager reported that on 11/08/2019 they had trouble obtaining blood pressure (bp) from a critically ill patient in ed 5 after being initially hypertensive. The patient bp dropped to the low end of normal. For approximately 2 hours, the nurse manager and another registered nurse tried manual (bp) for this patient on the in room bedside monitor and the transport monitor but without success. The patient had no palpable pedal or radial pulse but remained alert the entire time and was producing plenty of urine. Eventually the patient was bolused with ns and placed on a norepi drip. Around 19:00 while the central line was being inserted and about 10 minutes after the norepi had been titrated to 15mcg/min, they were able to get an nibp (non invasive blood pressure) of 86/49. After the line was in and the patient's first pressure was 144/110, the norepi was turned off. While trying for nibps during this 2 hour span, they would frequently get only dbp (diastolic blood pressure) or only a sbp (systolic blood pressure), and it would report a map (main arterial pressure). These did not show up in the tabular trend. Also, twice a normal blood pressure (bp) (like 125 / 86) was pulled over through cerner (the emr system) but no such bp measurement of that sort was taken during this interval. They checked the monitor multiple times. They would like an investigation on how you can get only a dbp or sbp. They saw 140 / palp - and would like to know if you are able to get a dbp without an sbp or a map. No patient harm was reported.

Event description:
The nurse manager reported that on (B)(6) 2019 they had trouble obtaining blood pressure (bp) from a critically ill patient in ed 5 after being initially hypertensive. The patient bp dropped to the low end of normal. For approximately 2 hours, the nurse manager and another registered nurse tried manual (bp) for this patient on the in room bedside monitor and the transport monitor but without success. The patient had no palpable pedal or radial pulse but remained alert the entire time and was producing plenty of urine. Eventually the patient was bolused with ns and placed on a norepi drip. Around 19:00 while the central line was being inserted and about 10 minutes after the norepi had been titrated to 15mcg/min, they were able to get an nibp (non invasive blood pressure) of 86/49. After the line was in and the patient's first pressure was 144/110, the norepi was turned off. While trying for nibps during this 2 hour span, they would frequently get only dbp (diastolic blood pressure) or only a sbp (systolic blood pressure), and it would report a map (main arterial pressure). These did not show up in the tabular trend. Also, twice a normal blood pressure (bp) (like 125 / 86) was pulled over through cerner (the emr system) but no such bp measurement of that sort was taken during this interval. They checked the monitor multiple times. They would like an investigation on how you can get only a dbp or sbp. They saw 140 / palp - and would like to know if you are able to get a dbp without an sbp or a map. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse manager of (B)(6), reported an issue to the nk account executive, via email on (B)(6) 2019. The incident occurred on (B)(6) 2019. A patient was being monitored on a bedside (mu-671ra, sn: (B)(6), sw:08-12) with an attached transport monitor model bsm-1753a, serial number:7645, and central nursing station (cns, pu-681ra, sn: (B)(6), sw:02-10). The customer had trouble obtaining bp (blood pressure) for a critically ill patient in the emergency department. She had unstable blood pressure. She initially was hypertensive and then became hypotensive. Her bp dropped to the low end of normal in a way that it could not be detected either by the nk bedside or manual. For about two hours, the nurses could not get her blood pressure, but she was responsive. Eventually, the patient was bloused with ns (normal saline) and placed on a norepinephrine drip to boost the blood pressure. Later a central line (catheter) was inserted to invasively measure the blood pressure. After the line insertion, the patient's pressure was 144/110 (too high - hypertension), so the norepinephrine was turned off. Two hours passed. The nurses were trying to measure nibp during this 2-hour stretch. On the nk device, they frequently got only a dbp (diastolic blood pressure) or only an sbp (systolic blood pressure), but there was always a map (mean arterial pressure) report. The customer had a question as to how the map can be calculated by only a dbp or sbp. Service requested / performed: troubleshooting. Investigation summary: the nk automatic nibp measurement is based on oscillometry. In the oscillometric method, the blood pressure is measured from very slight oscillations generated within the cuff when pressure is applied. The cuff pressure is increased until it exceeds the systolic pressure. Then it is decreased slowly. The amplitude of pressure oscillation in the cuff gradually increases and reaches a peak. The relationship between the changes of cuff pressure and its oscillation is stored in memory and used to determine the blood pressure value. The systolic and diastolic values are calculated by the mean arterial pressure (map). Map is when the oscillation reaches a peak. The systolic value is x% of map and higher point of it, and the diastolic value is y% of map and lower point of it. X and y are different for each manufacturer. If the pulse cannot be detected due to the aforementioned factors, sys or dia show no value and will be "---." So, the device is functioning as expected. The risk priority number is determined to be medium. The rationale for not doing a CAPA: according to the operator's manual, nibp value may be affected by measurement conditions, measurement site, exercise, or physiological conditions of the patient. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitor model: bsm-6301a s/n: ni